Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failures alarm during self test. The customer¿s blood glucose level was 165 mg/dl. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer performed self test however, it was failed. Customer also stated that the insulin pump had frozen screen. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue the use of insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The insulin pump passed the displacement test however, the insulin pump alarmed pump error 63 during the self test and pump error 63 alarm (variable 3) is found in the downloaded history file due to broken trace at pin 6 (sda) on the keypad assembly. No unexpected rattling noise noted during testing. The insulin pump was received with scratched case and pillowing keypad overlay.